Manufacturer narrative:
Concomitant medical products: ddbb1d1,ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report hearing a ¿british siren¿ from the implantable cardioverter defibrillator (ICD). An interrogation report shows that the right ventricular (rv) lead had triggered a lead integrity alert (lia) for high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead was found to have t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.